Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l43901, implanted: (B)(6) 1997, product type catheter. (B)(4).

Event description:
The pump was too large for the patient¿s skin and was explanted in february due to erosion/skin breakdown. The therapy was working for the patient so they are considering going back to a smaller pump. The patient was independent. The pump was refilled by pentec and had contained baclofen. On (B)(6) 2014, the hcp reported the patient had an infection. There was a pinhole opening with drainage at the pump site. The patient slept on side of the implanted pump. The hcp indicated that it probably eroded due to constant weight on side. The patient would not be able to sleep on other side. The pump was removed and the patient was on oral baclofen 10mg three times daily. The pump had been used to deliver baclofen. The patient outcome was not reported. If additional information is received a follow-up report will be sent.